Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned bmw guide wire found blood and contrast visible on the coils, which is consistent with the device being used. The shaping ribbon was separated distal to the center solder and was intact at the tip ball. The shaping ribbon was in a corkscrew shape. The core was intact and not separated. The tip coils were completely stretched out distally from the center solder. There were offset and overlapping intermediate coils proximal to the center solder. Pin gauges were used to measure the tip inner diameter past the proximal seal and guide wire exit notch of the returned catheter, which met manufacturing specifications. A laser micrometer was used to measure the outer diameter of the returned bmw guide wire proximal to the hypotube, which met manufacturing specification. The solder joints could not be measured due to the separation. The returned bmw could not be backloaded through the returned catheter due to the separation. A new guide wire was backloaded through the returned balloon catheter without resistance noted. Scanning electron microscopy (sem) determined that the ribbon shaping failure may be due to torsional overload. Additionally, the ribbon exhibited corkscrew shape at the ends of the separation. Difficulty positioning can be affected by numerous factors including, but not limited to, patient anatomy, lesion morphology, inner/outer diameter relationships, the condition of the associative product, and/or condition of guide wire coating. A guide wire separation of this nature may happen when the guide wire is subjected to tensile or torsional loads beyond its design limits causing the tip to detach. No information regarding the anatomy was available, which may have aided in the investigation. Additionally, the design of low profile products has resulted in minimal clearance between the guide wire and the catheter. In certain circumstances, such as manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearances can be reduced to an undesirable level. Coagulation of blood or contrast in the lumen of the catheter can also be a factor in reducing clearance. An attempt to move the guide wire in this reduced clearance condition can cause the coils to bunch up, increasing the diameter of the guide wire, which in the extreme condition, can cause the coils to offset and/or overlap. If the resistance is not reduced and continued force is applied to the wire with an offset coil, the result is permanent deformation of the wire which could cause resistance or positioning difficulties with the catheter. Additional damage such as stretched/pulled coils can occur with attempts to advance or retract the wire against resistance. No damage to the guide wire was reported prior to use, which would indicate that the damage was likely not pre-existing. A review of the lot history record was performed and there are no non-conforming material records associated with this lot. A query of the complaint-handling database was performed and there were no other incidents with this part and lot number combination. Although a definitive cause for the difficulty positioning could not be confirmed, based on the analysis of the returned guide wire, the damage appears to be the result of the procedure and not a product deficiency. In order to ensure that damage to the wire causing the reported difficulty positioning does not occur as a result of a product deficiency, manufacturing performs a 100% visual and dimensional inspection of the wire including any coating defects. The final inspection is done after the product is loaded into the dispenser. Additionally, a quality control audit inspection is used to verify product quality.

Event description:
It was reported that bmw guide wire was inserted into the artery, and an attempt was made to advance a trek balloon to the lesion site; however, resistance was felt during advancement of the balloon on the guide wire. On angiography, it looked as though the guide wire tip had broken off; however, the devices were able to be retrieved without issue. After removal of the guide wire the tip looked stretched/unraveled at the tip. It was confirmed that nothing was left behind in the patient. No additional information was provided.